Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 1/7 inr/1.2 inr, 4.5 inr/3.4 inr. No action taken on device results. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.